Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion, in the severely tortuous fist diagonal artery. After pre-dilatation of the lesion, the orsiro could not be delivered and was withdrawn. After additional dilatation, the orsiro was re-inserted and was delivered but could not cross. After removal it was detected that the stent was dislodged in the first diagonal. The stent was adapted to the vessel wall.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against re-insertion if the orsiro was removed prior to expansion as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.